Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a current fill estimate of 105 units versus the expected 130 units. Reportedly, customer used cold insulin. There was no reported adverse impact to the customer¿s blood glucose level. Technical support educated the caller on fill estimate accuracy and instructed them to deliver a bolus to update the estimate, explaining how cold insulin might cause discrepancies. Caller agreed to use room temperature insulin for future site changes and was advised to call back if the issue persists.